Event description:
Customer reported the gland inside the maxplus valve would become stuck in the open position inside the valve. The user stated when the mating male luer is removed from the valve, the blue piece would remain open briefly and then forcefully release to the closed position causing fluid and or blood to spatter. No patient or staff harm reported and no medical intervention required. Although requested no additional patient or event information provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.